Manufacturer narrative:
Batch review performed on 30 october 2020, lot 185069: (B)(4) items manufactured and released on 26-sep-2018. Expiration date: 2023-09-13. No anomalies found related to the problem. To date, 24 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-revision 02.07.1202r fixed tibial tray cemented size 2 r (k090988) lot. 1906229, batch review performed on 30 october 2020, lot 1906229: (B)(4) items manufactured and released on 08-jan-2020. Expiration date: 2024-12-14. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-revision 02.07.0214scf fixed tibial insert sc size 2/14mm (k103170) lot. 177654, batch review performed on 30 october 2020, lot 177654: (B)(4) items manufactured and released on 23-jan-2018. Expiration date: 2023-01-10. No anomalies found related to the problem. To date, 7 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 6 months after previous surgery, due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted another temporary spacer to treat the infection. The surgery was completed successfully. Previously this patient had several revision surgeries (6th for the right knee and 3rd for the left knee). The reason for the previous revision is unknown beside the 4th revision of the right knee when the patient had a fall and ruptured extensor mechanism and the last, performed due to infection.